Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. Treatment for the event was not reported. It was reported 18 days after hospital admission, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.